Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient began treatment the same day with injection amikacin (250 mg, once daily, route not reported) and injection vancomycin (2 gm, once in seven days, route not reported). The patient was not hospitalized for this event. The patient recovered from the peritonitis one week after the initial onset. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.